Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The actual device involved in the complaint has been returned for evaluation. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
"After rumi 2 was removed from patient, a 2-3 cm puncture was identified in posterior portion of bladder." (B)(4).

Event description:
"After rumi 2 was removed from patient, a 2-3 cm puncture was identified in posterior portion of bladder." Ref e-complaint : (B)(4).

Manufacturer narrative:
Reference e-complaint (B)(4). Investigation x-initiated manufacturer's investigation no sample returned. X-review DHR x-inspect returned samples inspect stock product. Analysis and findings DHR review shows umh650 sn (B)(6) was made to wo# (B)(4) in (B)(6) 2012. Unit was assembled with blue handle pn 37270 rev -b. Umh650 sn (B)(6) was manufactured, assembled, inspected, tested per established procedures. There were no issues identified in the unit. Returned unit umh650, sn (B)(6) shows blue handle broken. Unit inspected and found that there were no indications of manufacturing defects. Therefore, it's apparent the failure occurred under standard operating conditions within the intended use of the device. Additional inspection include: 1. Checking that the sleeve extension (p/n 37291-1) of a kc-rumi is able to engage and lock with the returned rumi arm. The sleeve extension was able to lock onto the arm without issue, with lines aligning correctly (see img_1of3 to 3of3). 2. Verifying that rumi tip drum (p/n 37271) rotates freely inside rumi arm slot (see tip_1of3 to 3of3). Both of the inspections indicate that returned unit was manufactured correctly. There were no signs of defects in manufacturing, abuse, or evidence of use outside of the intended use of the device. Analysis shows failure mode is equivalent to that of s/n (B)(6) returned on complaint # (B)(4). Both units were assembled with the rev b version of the plastic handle (p/n 37270) and exhibited a plastic handle break through the wire hole. This type of failure indicates an incident occurred likely during use while rotating the handle. Risk associated with this failure is minimal at a risk index of 19 (reference bsr-eng-007) as it occurs remotely with negligible severity - insignificant failure not serious enough to contribute to an injury. An investigation has been completed for complaint #(B)(4) to address the root cause on this complaint. 3. Note: in complaint followup by chief medical executive officer dr. (B)(6), bladder laceration was a "clean straight defect" (see attachment) indicating that rumi didn't cause the laceration as it would cause uneven tear. Corrective actions: correction and/or corrective action umh650 broken blue handle complaints are entered into cooper surgical's continuous improvement program (cip) for trending and monitoring. Corrective action level 4 x-none. Reason: (a) the product surveillance department believes application of 21 cfr 820.198 is justified for the closure of individual rumi ii complaints pertaining to broken blue handles and wires. (B) "each manufacturer shall review and evaluate all complaints to determine whether an investigation is necessary. When no investigation is made, the manufacturer shall maintain a record that includes the reason no investigation was made and the name of the individual responsible for the decision not to investigate." (C)"any complaint involving the possible failure of a device, labeling, or packaging to meet any of its specifications shall be reviewed, evaluated, and investigated, unless such investigation has already been performed for a similar complaint and another investigation is not necessary." Further, coopersurgical's "risk management process procedure", bsr-eng-007, declares "insignificant failure not serious enough to contribute to an injury" to be negligible in severity. The risk associated with this failure is minimal at a risk index of 19. Therefore, justification for the use of section 820.198 is substantiated. Was the complaint confirmed? Yes review and closure CAPA required? Recommended continuous improvement program (cip) complaint closure letter required? Ncmr issued? Other regulatory action needed: preventative action activity reviewed. Trend and monitor to cip.

Manufacturer narrative:
Updated. Correction. A2: forties (years old). Distribution history: DHR review shows umh650 sn (B)(6) was made to wo#(B)(4) in mar 2012. Unit was assembled with blue handle pn 37270 rev -b. Umh650 sn (B)(6) was manufactured, assembled, inspected, tested per established procedures. There were no issues identified in the unit. Product receipt and visual evaluation: returned unit umh650, sn (B)(6) shows blue handle broken. Unit inspected and found that there were no indications of manufacturing defects. Therefore, it's apparent the failure occurred under standard operating conditions within the intended use of the device. Functional evaluation: 1. Checking that the sleeve extension (p/n 37291-1) of a kc-rumi is able to engage and lock with the returned rumi arm. The sleeve extension was able to lock onto the arm without issue, with lines aligning correctly. 2. Verifying that rumi tip drum (p/n 37271) rotates freely inside rumi arm slot. Both of the inspections indicate that returned unit was manufactured correctly. There were no signs of defects in manufacturing, abuse, or evidence of use outside of the intended use of the device. Root cause: this type of failure indicates an incident occurred likely during use while rotating the handle. Risk associated with this failure is minimal at a risk index of 19, as it occurs remotely with negligible severity - insignificant failure not serious enough to contribute to an injury. Note: in complaint follow-up by chief medical executive officer, it was determined that the bladder laceration was a clean straight defect, indicating that it was unlikely that the rumi would have caused the laceration as it would cause uneven tear. Umh650 broken blue handle complaints are entered into coopersurgical's continuous improvement program (cip) for trending and monitoring.

Event description:
It was reported that the patient underwent a robotic hysterectomy on (B)(6) 2016. During the procedure, the umh650 handle broke and would not operate. The instrument was removed, at which time it was discovered that bladder had a 2-3cm puncture in the posterior portion of the bladder. A urologist sutured the perforation with a covidien v-loc suture, performed robotically. Remainder of colpotomy was executed with robotically assisted retraction of vaginal cuff and monopolar scissors. Patient expected to make full recovery without complication. 1216677-2016-00031-1 rumi 2016-04-0000237.